Event description:
Attorney reported: in 2005, the patient underwent a hernia repair procedure with placement of a non-recalled composix kugel and a recalled composix kugel mesh patch. In 2006, the patient underwent an exploratory laparotomy with lysis of adhesions, removal of vegetable matter from the abdominal cavity, repair and closure of intestinal perforation, noted ring break, migration, partial explant of one of the previously placed mesh patches and recurrent hernia. Four days later, the patient underwent a procedure for the exchange of right internal jugular central venous catheter over wire for triple-lumen central venous catheter. In 2007, the patient underwent an exploratory laparotomy, drainage of intra-abdominal abscess, removal of infected mesh and repair of small bowel enterotomy with segmental small bowel resection and primary functional end-to-end double-stapled anastomosis. The recalled composix kugel patch was completely removed in this procedure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the recalled composix kugel mesh implanted in 2005 will be reported.